Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient did not feel the stimulation and the therapy was no longer "efficient." The patient had previously experienced bilateral stimulation. The patient's initial urinary incontinence reappeared. It was not possible to interrogate the neurostimulator. It was suggested that the device was "empty." During surgical revision, it was found that the lead was "cut," and in "two pieces." The lead was not cut during the procedure. There was no known related incident or accident reported. A part of the lead remained in the patient as it was too deep to retrieve. The device system was removed and replaced on the patient's right side. There was "normal" interrogation with the device during and after the revision surgery and the patient felt paresthesia. Impedance readings were, then, "normal." The stimulation, subsequently, resumed "normally." There was no injury to the patient and the patient's outcome was noted to be "ok." A follow-up report will be filed if additional information becomes available.